Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint anchor was received and visual observation confirms the anchor is broken. As reported, the observed failure is consistent with typical off axis insertion and using too much tension while inserting. This failure can be attributed to user technique. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: mr#1221934-2018-51562, mr#1221934-2018-51563. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder repair that the tips on three of the customer's bioknotless rapide (br) anchor with orthocord broke upon insertion. The sales rep stated the anchors were still on the inserter at the time and the surgeon used too much tension. The sales rep stated the surgeon completely removed each broken anchor, prepped the bonehole again and inserted another like anchor in the same bonehole with no patient consequences but a 10 minute delay. The sales rep stated the surgeon was off-axis and used too much tension. The sales rep said the bone quality was hard and the patient was young but he had no further information.